Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of the sponge detached.

Event description:
It was reported to boston scientific corporation that an autocap rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the doctor successfully removed a plastic stent using a rat tooth forceps through the scope and the autocap device connected to the biopsy port. While trying to insert a tome down the autocap, the doctor encountered resistance, indicating something was lodged in the scope. The doctor attempted to dislodge the obstruction by jiggling the tome several times. After unsuccessful attempts to clear the blockage, the doctor removed the autocap. Upon pulling out the tome, a piece of the autocap was found stuck to it. Reportedly, the procedure was completed using another of the same device. There were no patient complications reported as a result of this event.